Event description:
It was reported that when the asymptomatic patient presented for follow-up, post-sensed t-wave oversensing on the ventricular channel was observed. Programming changes were recommended. It was suspected that the patient had an electrolyte imbalance. Patient was fine and will continue to be monitored.